Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing due to post-paced t-wave oversensing was observed. Programming changes will be made during next in clinic visit. Patient was fine.